Event description:
A malfunction alarm occurred, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisting the customer with the reset. The malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if the issue happened again.